Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that right atrial (ra) lead exhibited high and variable impedance. This was discovered to be as a result of the implantable pulse generator (ipg) setscrew being loose. The ra lead was placed back into the ipg header and screwed back into place. The ra lead and ipg remain in use. No patient complications have been reported as a result of this event.